Event description:
It was reported, mst powerglide 20-gauge 8 cm device wouldn¿t go over the wire included in the package. To troubleshoot, nurse tried a 20-gauge 10 cm powerglide st, which worked perfectly¿no issues getting it over the wire, and nurse was able to complete the procedure for the patient without any difficulty. Later on saturday, opened another 20 gauge 8 cm st from the same lot and encountered the same issue. Additionally, I noticed the clear plastic cover that goes over the powerglide was cracked, and the powerglide itself was twisted. There was no injury to the patient related to this issue. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.